Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to damaged head unit: water tightness was lost. It is likely the following led to the error message e238: moisture in ccd unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head a damaged head unit, water tightness was lost and error message e238 due to moisture in charge coupled device (ccd) unit there were no patient involvement.